Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported the camera video image periodically turns off and on by itself while in use with the electrosurgical generator. The issue occurred during preparation for an unspecified procedure. No patient harm was reported.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause cannot be identified as the customer¿s allegation could not be reproduced. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.